Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, prostate cancer, shortness of breath and sinus infection, coronary artery disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section model number (rfb), catalog item identifier (rfb), product UDI (rfb) in box d and (device) problem code grid (1), remedial action init (rfb), recall (z) number (rfb) in box h has been updated/corrected in this report.

Event description:
The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, prostate cancer, shortness of breath and sinus infection, coronary artery disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device has not been yet returned to the manufacturer.

Manufacturer narrative:
Additional information was received on dec 18, 2022, and section b5 should be reported as: the manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, prostate cancer, shortness of breath and sinus infection, coronary artery disease. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were one errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section h6 updated in this report.